Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00551.

Event description:
It was reported a revision surgery for debridement took place due to a superficial wound infection of the underlying most inferior portion of the sternum. The sternotomy was healed, so the hardware (plates and screws) was also removed on this part of the chest wall.